Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the occlusion alarm is triggered whenever the pca button is engaged. The pca module was being used for epidural administration of the medication. It was noted that the occlusion alarm issue does not occur consistently. Because of the issue, the anesthesia team had to manually administer the pca dose. It was also reported that the device produces another alert upon reinstallation of the syringe in the pca module ("unknown syringe" message). The clinicians do not use an administration set, it is just tubing attached directly to the syringe in the module. The tubing used is from smiths medical, cadd extension set item #21-7105-24. In addition to the tubing set, there is also a double female adapter by argon medical devices # 040183000a, and a filter by braun, which is a perifix 0.2 micrometer flat epidural filter # 415000. It was mentioned that the customer has been using all of these items for years prior to the issue starting. They still use all of these items, and it does not happen with every epidural. It was also noted on at least a couple of occasions, the pumps have stated that an unknown syringe was in the module. When this happened, the clinician could not get the screen to go away even after removing and replacing the syringe multiple times. The clinician had to end up turning off the whole pump and restarting to get it to recognize the syringe as one that they use. The medication that they use is a premix of 0.125% bupivicaine with 2mcg fentanyl/ml and programmed as a 5ml bolus locked out to every 20 minutes, with a basal rate range of 10-14ml/hour, and no max limit. Due to the occlusion alarm issue, the patient may have had a loss of effective pain relief due to the not receiving any medication for a substantial period of time. The syringes had been pulled from the modules and the epidurals troubleshot during each instance. None of them had any difficulty aspirating or injecting manually. Sometimes, as soon as the syringes were put back into the pump and turned on, they would alarm. Other times, the syringes would be put back in and run for an hour or more before alarming again. The patients were all parturient women with varying weights. The devices were sent to their biomed department for inspection/calibration. There was patient involvement but no harm.